Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited varying capture thresholds on ventricular capture management (vcm), which include high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.